Manufacturer narrative:
The getinge authorized distributor reported that the customer has indicated that the repair of the iabp unit is pending finance budget for the cost of the spare part; and the process will require at least a month and a half to complete. It was planned that upon receipt of the purchase order, the adminstration department will start to process the spare part order and repair. However, a follow-up with the authorized distributor revealed that the end-user does not want to budget for the replacement of the compressor. Therefore, the iabp unit will remain in a down status for a few months. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during patient use, the nurse heard the cardiosave intra-aortic balloon pump (iabp) make a ¿beep¿ sound alarm. The nurse noticed that the iabp had stopped pumping. The iabp displayed a "standby message" and a "system over temperature" message. The nurse pressed the start button, but the iabp was unable to perform balloon pumping. The nurse reported that the iabp was running through ac power. The iabp was then swapped for a cs300, with no issues. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative has advised that at this time the compressor performance for pressure and vacuum seems functional. However, as a precaution, the compressor will be replaced because the compressor had displayed " power-up test fails code# 14" in the past and the system intermittently shows a "high temperature" message. The repairs have not yet been initiated, and the iabp is not cleared for clinical use. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during patient use, the nurse heard the cardiosave intra-aortic balloon pump (iabp) make a ¿beep¿ sound alarm. The nurse noticed that the iabp had stopped pumping. The iabp displayed a "standby message" and a "system over temperature" message. The nurse pressed the start button, but the iabp was unable to perform balloon pumping. The nurse reported that the iabp was running through ac power. The iabp was then swapped for a cs300, with no issues. No adverse event was reported.

Manufacturer narrative:
The getinge authorized distributor has advised that the scroll compressor scroll was replaced. In addition, performance checks were completed and simulation test was run for 24 hours on the iabp and all was ok. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during patient use, the nurse heard the cardiosave intra-aortic balloon pump (iabp) make a ¿beep¿ sound alarm. The nurse noticed that the iabp had stopped pumping. The iabp displayed a "standby message" and a "system over temperature" message. The nurse pressed the start button, but the iabp was unable to perform balloon pumping. The nurse reported that the iabp was running through ac power. The iabp was then swapped for a cs300, with no issues. No adverse event was reported.